Manufacturer narrative:
Conclusion: suspect device not returned. If more data becomes available, a follow-up report will be submitted.

Event description:
The complainant reported the adapter of the manifold ruptured while injecting the contrast media during a ptca procedure.